Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a healthcare professional. Review of the device history records for the head identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported head and no additional complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified the conical taper exhibits dark debris and a circumferential groove pattern. Damage is seen near the etch detail. The neck remains implanted. The head was submitted for further analysis. Analysis determined damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Root cause unchanged for the reported metal related pathology. This complaint was confirmed based on the returned device and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802200- modular neck b 12/14 neck taper use with +0 heads only- 61450114. 00631005832- liner 10 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell- 61405420. 00620005822- shell porous with cluster holes 58 mm o.d.- 61368472. 00771301300- modular femoral stem press-fit plasma sprayed cementless size 13.5- 61403156. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00028, 0001822565 - 2021 - 00321. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision approximately 10 years post implantation due to pain, stiffness, elevated metal ions, and trunnionosis. During the revision, significant heterotopic ossification was removed. The head and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.